Event description:
On (B)(6)2010, a rise in threshold was observed. X-ray revealed another lead dislodgement. The lead was capped.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
The lead was explanted when repositioning was unsuccessful due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.